Event description:
Info received indicates the bed frame broken at the caster, forcing the caster off the bed frame.

Manufacturer narrative:
The technician found the weld at the caster tube was broken. He stated it looked as though the caster was caught in a rut and broke off the frame. The technician replaced the bed frame to repair the bed.